Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 182mg/dl. Troubleshooting was performed. The customer stated that the device was not exposed to a high magnetic field. Assisted the caller to run a displacement test and the test failed. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. However, the insulin pump was stuck in the motor error loop during bolus/basal delivery and error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump received with scratched lcd window.